Event description:
It was reported that a vns patient with a j-tube placed recently, and her gastroenterologist physician thinks she developed gastroparesis from use of vns. Good faith attempts for additional relevant information have been unsuccessful to date. The reporter indicated that he has not verified that the gastroenterologist physician actually reported this, but the family interpreted it as such.

Event description:
It was reported that the patient's symptoms started when she presented to the emergency room in (B)(6) 2014 and was hydrated for dehydration. The patient was eating but not drinking, which then led to a feeding tube being placed in (B)(6). The patient was seen in (B)(6) 2015, and the patient's caregiver had no complaint of issues with stomach pains.

Manufacturer narrative:
Patient identifier, corrected data: the initial report inadvertently reported this data incorrectly.